Event description:
Both low (< 50 ohms) and high (>4000 ohms) impedance measurements were observed on every lead combination during interrogation of the pt's device. Testing of every electrode pair showed that the pt did not feel stimulation even up to 10.5 volts. She also experienced a return of her symptoms. It was noted that the pt felt a "pull in the back" while getting out of the care, but was unk as to when this occurred. A surgical revision was then performed and it was noted that the lead was extremely "twisted and knotted" with tissue in-growth seen. The physician removed as much of this tissue from the lead as possible to get a clear view of the lead. After unscrewing the lead from the neurostimulator, the hcp noted that the protective sheath of the lead was pulled back exposing the wire. A new ipg and lead were placed, the pt programmed and felt fluttering in the perineum with an improvement in her symptoms noted. The explanted ipg and lead were discarded at the hosp and unavailable for analysis.

Manufacturer narrative:
(B)(4).